Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the implant being loose; the surgeon put in a 150mm link and removed the 4x100mm link.